Manufacturer narrative:
(B)(4). No product malfunction. (B)(4).

Event description:
The reporter stated the surgeon partially inserted a micl 12.6mm implantable collamer lens. Upon injecting, the lens did not go all the way into the eye, only partially inserted. Some debris got on the lens and the surgeon removed. There was no patient injury. Another same model and size lens was implanted. Reporter stated there was no product malfunction. This incident was due to surgeon error.